Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a revision surgery was necessary on (B)(6) 2025 after a plate breakage of an a anatomical locking plate. The plate was initially implanted on (B)(6) 2023. No further information received.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded that the most likely cause of the reported failure is a patient-specific event, specifically related to lifestyle and/or physical work. The complaint allegation was confirmed based on the customer's attached x-ray (possibly the middle x-ray plate), which shows a plate broken in half and a fall out screw most likely as a result of the break of the plate.